Manufacturer narrative:
It was reported that the clear tip sheath (in the major pack today) loose enough that it's a potential foreign body that could be left behind. The other one comes in a peel pack and is the good tip. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The clear tip sheath (in the major pack today) loose enough that it's a potential foreign body.